Event description:
A malfunction was reported on the pump, identified by malfunction code malf 12, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. No further issues occurred after resetting the pump with the help of technical support, and the customer was advised to continue using the pump but to call back if the problem recurred.